Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D4: corrected the catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: difficult to place or position: no issues were found on the returned product. The cause of the issue was most likely related to the patient¿s anatomical condition, based on the provided clinical details. Arrhythmia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An 81 year old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage d, underwent percutaneous placement of an impella cp via the right femoral artery on (B)(6) 2026 at 21:18 for temporary hemodynamic support. Imaging was utilized to assess pump position, and the pump was reported to be in good position. During support, the physician noted anatomical variation resulting in positional sensitivity of the device, with the pump intermittently advancing too far in or out. These positional changes were associated with ectopic activity. The patient demonstrated clinical improvement on vasopressor support. The patient was successfully weaned from impella support and the device was electively explanted on (B)(6) 2026 at 10:28. Based on the available information, this event appears to be related to patient specific anatomical factors and positional sensitivity, rather than a confirmed malfunction of the impella cp device. Imaging confirmed appropriate device positioning, and the patient was successfully supported, weaned, and survived to explant without permanent sequelae. The arrythmia may have been contributed to the patient¿s underlying cardiac condition. The patient survived.